Manufacturer narrative:
The video received of this event was reviewed by a clinical development engineer (cde) who provided the following information: at around 2:47 minutes into the video: when the surgeon is sealing the vessel, a user interface (ui) message appears, informing the surgeon to ensure there is an appropriate amount of tissue in the jaws and that the sealing cycle was incomplete. The user manual recommends re-grasping an appropriate amount of tissue before reapplying energy when this error occurs. From the video, it appears the surgeon could have skeletonized the vessel more thoroughly. There is still a significant amount of surrounding fat tissue, which could have led to the vessel size exceeding the vessel sealer extend's (vse) indicated diameter of 7mm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The product was not returned for analysis; therefore, the reported failure mode was unable to be replicated with in-house evaluation. The advanced vessel sealer logs were reviewed and no relevant errors were found, indicating no errors to the vse functionality. Review of the system logs found no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to the event. A review of the event by an intuitive medical safety officer (mso) concluded that the patient had a robotic low anterior resection with total mesorectal excision for rectal cancer. The patient had a delayed bleed from the inferior mesenteric artery on post operative day 1, a 4 mm vessel which had been sealed and divided with the vessel sealer extend instrument. The patient had known pre-existing confounding variables including hypertension, atherosclerotic disease, and diabetes and was currently undergoing treatment for these conditions at the time of the procedure. How these confounding variables may have impacted or contributed to this event is unknown. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section b2 date of death is estimated. The surgeon documented that the bleeding occurred on post-operative day 1, resulting in the patient's death.

Event description:
It was reported that after a da vinci-assisted oncological low anterior resection with total mesorectal excision, the patient experienced bleeding from the inferior mesenteric artery (ima) where it was sealed with the vessel sealer extend (vse); the patient expired one day post-procedure due to the bleeding. The surgeon reported that the ima pedicle was visualized, traced, the vessel wall was exposed and then sealed centrally with the vse instrument. The ima vessel was noted to be unremarkable with a diameter of approximately 4mm and was taken about 1.5cm away from the aorta. During the sealing attempts, the vse tip was perpendicular to the vessel, and the target tissue was between the white lines on the instrument tip. The ima was sealed 3-4 times; the system indicated each seal attempt was completed successfully. The sealed location appeared in good condition with no abnormalities. However, after sealing, it was observed that the distal left colic artery was torn open on the distal side, which the surgeon stated was easily controlled by resealing with the vse. On post-operative day one, the patient experienced tachycardia and hypotension and fainted when lifted to the edge of the bed. An emergency exploratory laparotomy found the abdomen full of blood and the ima was observed to have been insufficiently sealed at the stump of the inferior mesenteric artery. The estimated blood loss was 2-3l and 6 units of red blood cells were transfused during unsuccessful resuscitation efforts. The pathology findings reported the thickness of the ima was 5-6mm, lumen 3-4mm.